Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2012; 507652 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two stored episodes of noise observer on the right ventricular (rv) lead. The noise was not able to be reproduced with movement of arm, shoulder or pocket. There was also one high hvb (high voltage b - rv coil) impedance measurement that exceeded the upper limit. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.